Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When inserting corail hip implant with anterior stem inserter shaft (corail/tri-lock) ref # (B)(4) tip of inserter broke off in patient. Dr. (B)(6) was able to retrieve tip. We are currently waiting to receive broken inserter back from (B)(6) hospital. Patient consequence? :unknown. Patient consequence description:inserter tip broken during procedure. Action taken for procedure:broken tip removed from patient. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.